Event description:
Two incidents this wk. Found pts. With epidural catheter intact, but connector tubing pulled apart at distal (closest to pt) connector. (Tubing pulled out of connector). Tubing was changed as soon as possible after noticed. No adverse effects. Pharmacy notified.